Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of high on cgm. Reportedly, customer did not have the background insulin going to keep bg down. High bg was addressed by customer initiating a correction bolus via pump. Systems check with tandem technical support confirmed the pump is functioning as intended.